Manufacturer narrative:
The handpiece has been received at the MFR for investigation on (B)(4) 2010. An eval was conducted and the complaint was confirmed. According to the investigation details, the trigger assembly needed to be replaced in addition to other components. The device was repaired and returned to the customer on (B)(4) 2011.

Event description:
The device was returned to the MFR for repair. During the repair, it was reported that the handpiece had a sticky trigger. There were no adverse consequences associated with this event.